Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown procedure type and anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon had a hole when it was attempted to be inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The type of procedure and anatomy location of the procedure are unknown and is being reported as the pinhole could have potentially occurred in the esophagus.